Manufacturer narrative:
Unit received with button error alarm and had intermittent escape and act buttons response due to moisture damaged keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the act button was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 185 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.